Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large bowel during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to extend. The length of the snare was noted to be shorter than usual. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
(B)(4) flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the strain relief and in the distal section. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this is contradictory to what was originally reported. This condition does not allow the device to be actuated. The flare detachment failure, causes that the catheter look with incorrect length. The most probable root cause classification for the reported failure could not be determined. A device history record (DHR) review was performed and no deviations were found.